Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 12mm stent delivery system was returned for analysis. The device was returned with no stent attached. The balloon cones were reviewed, there was signs of positive pressure applied, with the balloon appearing inflated and deflated. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30oct2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.75 x 12 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion due to severe angulation. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed that the stent was detached.